Event description:
Graft was modified into an aortoiliac. There was an access issue due to the pt's anatomy, but was able to go past it. After the implant, when a fluro was done, it was noted that the only right renal artery that was functioning was thrombosed. An embolectomy was successfully performed on the right renal artery. The pt is doing fine.